Event description:
The customer reported no display. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips fse and the issue was verified. The control pca was found to be defective. Replacing the control pca resolved the reported issue. The device passed testing and was returned to the customer.